Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). The closure device was implanted and the delivery system was withdrawn into the right atrium. A transesophageal echocardiogram was performed to assess closure device position, check for presence of effusion, and assess the jet across the atrial septum. A mobile thrombus was discovered in the right atrium near the transseptal puncture site. The patient was administered an infusion of heparin intravenously and resumed oral anticoagulants. A transthoracic echocardiogram the following day showed the thrombus had resolved. Having fully recovered, the patient was discharged.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). The closure device was implanted and the delivery system was withdrawn into the right atrium. A transesophageal echocardiogram was performed to assess closure device position, check for presence of effusion, and assess the jet across the atrial septum. A mobile thrombus was discovered in the right atrium near the transseptal puncture site. The patient was administered an infusion of heparin intravenously and resumed oral anticoagulants. A transthoracic echocardiogram the following day showed the thrombus had resolved. Having fully recovered, the patient was discharged.